Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / widespread pain in her abdomen') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2015. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("wrists pain"), pain in extremity ("hands pain"), depressive symptom ("symptoms of depression"), anxiety ("anxiety"), lethargy ("lethargy") and insomnia ("insomnia"). The patient was treated with surgery (vaginal hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, arthralgia, pain in extremity, depressive symptom, anxiety, lethargy and insomnia had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depressive symptom, insomnia, lethargy and pain in extremity to be related to essure. Amendment: the report was amended for the following reason: the event "hands and wrists pain" was split and coded separtelly. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / widespread pain in her abdomen') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2015 and microgynon in 2006. Concurrent conditions included fibromyalgia and hypermobility syndrome. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain lower ("severe ¿electric shock¿ type right iliac fossa pain mid-cycle"). On an unknown date, the patient experienced dyspareunia ("can't really do sex any more, it is very painful / ever manage to do it leaves in pain"), back pain ("lower back pain"), vulvovaginal dryness ("can't really do sex any more, as she was so dry"), arthralgia ("wrists pain"), pain in extremity ("hands pain"), depressive symptom ("symptoms of depression"), anxiety ("anxiety"), lethargy ("lethargy"), insomnia ("insomnia") and loss of libido ("since removal her sex drive has totally disappeared / the past few months has no interest at all"). The patient was treated with surgery (vaginal hysterectomy - removed proximal fallopian tube segments (clear of essure)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, arthralgia, pain in extremity, depressive symptom, anxiety, lethargy and insomnia had not resolved and the abdominal pain lower, dyspareunia, vulvovaginal dryness and loss of libido outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depressive symptom, dyspareunia, insomnia, lethargy, loss of libido, pain in extremity and vulvovaginal dryness to be related to essure. The reporter commented: normal ovaries conserved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both essure devices in correct position with full movement of the device within the fallopian tubes with dynamic hsg and no tubal spill. She was not tender during the examination. Most recent follow-up information incorporated above includes: on 23-sep-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / widespread pain in her abdomen') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2015. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), pain in extremity ("hands and wrists pain"), depression ("symptoms of depression"), anxiety ("anxiety"), lethargy ("lethargy") and insomnia ("insomnia"). The patient was treated with surgery (vaginal hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, pain in extremity, depression, anxiety, lethargy and insomnia had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, insomnia, lethargy and pain in extremity to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / widespread pain in her abdomen') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena until (B)(6) 2015. Concurrent conditions included fibromyalgia and hypermobility syndrome. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("wrists pain"), pain in extremity ("hands pain"), depressive symptom ("symptoms of depression"), anxiety ("anxiety"), lethargy ("lethargy"), insomnia ("insomnia"), loss of libido ("since removal her sex drive has totally disappeared / the past few months has no interest at all"), vulvovaginal dryness ("can't really do sex any more, as she was so dry") and dyspareunia ("can't really do sex any more, it is very painful / ever manage to do it leaves in pain"). The patient was treated with surgery (vaginal hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, arthralgia, pain in extremity, depressive symptom, anxiety, lethargy and insomnia had not resolved and the loss of libido, vulvovaginal dryness and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depressive symptom, dyspareunia, insomnia, lethargy, loss of libido, pain in extremity and vulvovaginal dryness to be related to essure. Most recent follow-up information incorporated above includes: on 2-dec-2019: reporter¿s information was updated and a new reporter was added. Patient¿s information was provided, and the events loss of libido, vaginal dryness and dyspareunia were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / widespread pain in her abdomen') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis (post natal deep vein thrombosis while on the combined oral contraceptive), pregnant and delivery. Previously administered products included for contraception: oral contraceptive nos; for an unreported indication: nova t 380 from (B)(6) 2015 to (B)(6) 2016, mirena from 2012 to (B)(6) 2015 and microgynon in 2006. Past adverse reactions to the above products included deep vein thrombosis with oral contraceptive nos; and menorrhagia with nova t 380. Concurrent conditions included fibromyalgia and hypermobility syndrome. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain lower ("severe ¿electric shock¿ type right iliac fossa pain mid-cycle/ pain the right side"). On an unknown date, the patient experienced dyspareunia ("can't really do sex any more, it is very painful / ever manage to do it leaves in pain"), back pain ("lower back pain / pain in the right side and shooting pain in her back especially after physical activity"), suprapubic pain ("suprapubic cramping"), pelvic pain ("pelvic pain continuing after hysterectomy"), vulvovaginal dryness ("can't really do sex any more, as she was so dry"), arthralgia ("wrists pain"), pain in extremity ("hands pain"), depressive symptom ("symptoms of depression"), anxiety ("anxiety"), lethargy ("lethargy"), insomnia ("insomnia"), loss of libido ("since removal her sex drive has totally disappeared / the past few months has no interest at all") and hot flush ("troublesome hot flushes"). The patient was treated with gonadotropin-releasing hormones and surgery (vaginal hysterectomy - removed proximal fallopian tube segments (clear of essure)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, pelvic pain, arthralgia, pain in extremity, depressive symptom, anxiety, lethargy and insomnia had not resolved and the abdominal pain lower, dyspareunia, suprapubic pain, vulvovaginal dryness, loss of libido and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depressive symptom, dyspareunia, hot flush, insomnia, lethargy, loss of libido, pain in extremity, pelvic pain, suprapubic pain and vulvovaginal dryness to be related to essure. The reporter commented: normal ovaries conserved. To hopefully improve her symptoms, she received 2 doses of gnrh (gonodotropin-releasing hormones) analogues, although did not receive the suggested add-back hormone replacement therapy (hrt) because of history of deep vein thrombosis (dvt). She had the expected troublesome hot flushes, but surprisingly her pain resolved within a week of the 1st gnrh dose and she has been virtually bleed free. This seems much too rapid to be a physiological effect of gonodotropin-releasing hormones. Date of birth was discrepant ((B)(6) 1981 or (B)(6) 1981). As per medical records of 20-mar-2017: this patient had essure implants in her fallopian tubes, she had a hysterectomy and the implants were noted in the tubes on pathology specimen. Has ongoing pelvic pain and gynecology have ruled out a gynecological cause for her pain. She is concerned there may be fragments of essure in her pelvis and I have been advised that metalwork may be visible on plain film but fibres will not show. Note: could you please arrange a plain pelvic film. Patient has had months of joint pains, lethargy, insomnia. Initially this was blamed on essure and subsequent hysterectomy, with the patient believe all her symptoms were due to essure fragments. Having excluded this, it transpires that patient has been struggling for months, a trial of ssris lifted her mood but made no difference in her pain. Diagnostic results (normal ranges are provided in parenthesis if available): culture cervix - on an unknown date: no infection. Gynaecological examination - on an unknown date: essure was minimally tender on bimanual. Hysterosalpingogram - on (B)(6) 2016: both essure devices in correct position with full movement of the device within the fallopian tubes with dynamic hsg and no tubal spill. She was not tender during the examination. Ultrasound pelvis - on an unknown date: essure appeared in correct position on ultrasound and there were no adnexal cysts or free fluid. X-ray of pelvis and hip - on an unknown date: correct position of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / widespread pain in her abdomen') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis (post natal deep vein thrombosis while on the combined oral contraceptive), pregnant and delivery. Previously administered products included for contraception: oral contraceptive nos; for an unreported indication: mirena from 2012 to (B)(6) 2015 and microgynon in 2006. Past adverse reactions to the above products included deep vein thrombosis with oral contraceptive nos. Concurrent conditions included fibromyalgia and hypermobility syndrome. Concomitant products included intrauterine contraceptive device (copper iud) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain lower ("severe ¿electric shock¿ type right iliac fossa pain mid-cycle/ pain the right side"). On an unknown date, the patient experienced dyspareunia ("can't really do sex any more, it is very painful / ever manage to do it leaves in pain"), back pain ("lower back pain / pain in the right side and shooting pain in her back especially after physical activity"), suprapubic pain ("suprapubic cramping"), pelvic pain ("pelvic pain continuing after hysterectomy"), vulvovaginal dryness ("can't really do sex any more, as she was so dry"), arthralgia ("wrists pain"), pain in extremity ("hands pain"), depressive symptom ("symptoms of depression"), anxiety ("anxiety"), lethargy ("lethargy"), insomnia ("insomnia"), loss of libido ("since removal her sex drive has totally disappeared / the past few months has no interest at all") and hot flush ("troublesome hot flushes"). The patient was treated with gonadotropin-releasing hormones and surgery (vaginal hysterectomy - removed proximal fallopian tube segments (clear of essure)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, pelvic pain, arthralgia, pain in extremity, depressive symptom, anxiety, lethargy and insomnia had not resolved and the abdominal pain lower, dyspareunia, suprapubic pain, vulvovaginal dryness, loss of libido and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depressive symptom, dyspareunia, hot flush, insomnia, lethargy, loss of libido, pain in extremity, pelvic pain, suprapubic pain and vulvovaginal dryness to be related to essure. The reporter commented: normal ovaries conserved. To hopefully improve her symptoms, she received 2 doses of gnrh (gonadotropin-releasing hormones) analogues, although did not receive the suggested add-back hormone replacement therapy (hrt) because of history of deep vein thrombosis (dvt). She had the expected troublesome hot flushes, but surprisingly her pain resolved within a week of the 1st gnrh dose and she has been virtually bleed free. This seems much too rapid to be a physiological effect of gonadotropin-releasing hormones. Date of birth was discrepant (B)(6) 1981 or (B)(6) 1981. As per medical records of (B)(6) 2017: this patient had essure implants in her fallopian tubes, she had a hysterectomy and the implants were noted in the tubes on pathology specimen. Has ongoing pelvic pain and gynecology have ruled out a gynecological cause for her pain. She is concerned there may be fragments of essure in her pelvis and I have been advised that metalwork may be visible on plain film but fibres will not show. Note: could you please arrange a plain pelvic film. Patient has had months of joint pains, lethargy, insomnia. Initially this was blamed on essure and subsequent hysterectomy, with the patient believe all her symptoms were due to essure fragments. Having excluded this, it transpires that patient has been struggling for months, a trial of ssris lifted her mood but made no difference in her pain. Diagnostic results (normal ranges are provided in parenthesis if available): culture cervix - on an unknown date: no infection. Gynaecological examination - on an unknown date: essure was minimally tender on bimanual. Hysterosalpingogram - on (B)(6) 2016: both essure devices in correct position with full movement of the device within the fallopian tubes with dynamic hsg and no tubal spill. She was not tender during the examination. Ultrasound pelvis - on an unknown date: essure appeared in correct position on ultrasound and there were no adnexal cysts or free fluid. X-ray of pelvis and hip - on an unknown date: correct position of the essure. Most recent follow-up information incorporated above includes: on 9-nov-2020: lab data, medical history, historical drug; product copper iud, gonodotropin-releasing hormones. Following events were added: suprapubic cramping, hot flush; reported event pain in the right side and shooting pain in her back was added to lower back pain; reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / widespread pain in her abdomen') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2012 to (B)(6) 2015 and microgynon in 2006. Concurrent conditions included fibromyalgia and hypermobility syndrome. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain lower ("severe ¿electric shock¿ type right iliac fossa pain mid-cycle"). On an unknown date, the patient experienced dyspareunia ("can't really do sex any more, it is very painful / ever manage to do it leaves in pain"), back pain ("lower back pain"), vulvovaginal dryness ("can't really do sex any more, as she was so dry"), arthralgia ("wrists pain"), pain in extremity ("hands pain"), depressive symptom ("symptoms of depression"), anxiety ("anxiety"), lethargy ("lethargy"), insomnia ("insomnia") and loss of libido ("since removal her sex drive has totally disappeared / the past few months has no interest at all"). The patient was treated with surgery (vaginal hysterectomy - removed proximal fallopian tube segments (clear of essure)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, arthralgia, pain in extremity, depressive symptom, anxiety, lethargy and insomnia had not resolved and the abdominal pain lower, dyspareunia, vulvovaginal dryness and loss of libido outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depressive symptom, dyspareunia, insomnia, lethargy, loss of libido, pain in extremity and vulvovaginal dryness to be related to essure. The reporter commented: normal ovaries conserved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both essure devices in correct position with full movement of the device within the fallopian tubes with dynamic hsg and no tubal spill. She was not tender during the examination. Most recent follow-up information incorporated above includes: on 31-jan-2020: reporters added to the case; historic updated; event "iliac fossa pain" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.